Event description:
Per the returned paperwork, the patient's device was explanted in 2008, due to "medical indication". The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.